Event description:
It was reported that the patient had been hospitalized with hypoglycemia. Patient accidentally delivered 16.5 units of insulin instead of 1.6 units and fainted at home. Blood glucose levels declined to 0.9 mmol/l (16.2 mg/dl). Patient was taken to the hospital where they went into hypoglycemic coma. The pod was removed at the hospital and the patient was treated with glucose intravenously. Patient was discharged after 3 days; the diagnosis was hypoglycemic coma. Pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.